Manufacturer narrative:
D9: device returned date "25-jul-2024". H3: one device was returned for repair in used condition. Visual evaluation of the device found scratched lcd lens and peeled downstream occlusion (dso) seal. There was no evidence to review in event history log. Service history review identified the complaint was not related to a previous service of the device within the review period. Accuracy testing duplicated primary reported problem. Replaced the expulsor in order to bring the delivery into range. Software update was performed. Device passed all functional tests after repairs.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy test +7.05%. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.